Event description:
Discordant advia 1650 calcium, c02 and glucose results were generated on a newborn patient sample and reported to the physician. The same patient sample was retested on an alternate analyzer and different results were obtained. Patient treatment was altered due to the results. The patient was administered a calcium IV due to the discordant results. There was no report of adverse health consequences due to these discordant results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service engineer (fse) was sent to the site and analysis of the instrument and instrument data indicate that the cause for the discordant results were due to a faulty liquid level sensor. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.